Manufacturer narrative:
Update section g3.  This report is related to medwatch number: 5095290.

Manufacturer narrative:
UDI number: (B)(4). Investigation is ongoing.

Event description:
As reported, during a transaortic transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 valve, the certitude delivery system balloon burst during valve deployment. The balloon was fully inflated when it burst. There was no extra volume added in the balloon.  Withdrawal difficulties were noted; the physician pulled the delivery system with force and the balloon and nose cone broke off the delivery system halfway in the sheath. Upon removal, the delivery system was caught on calcification and tore the aorta. The patient expired. The perceived cause of the balloon burst was due to sinotubular junction (stj) calcification.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. The delivery system was not returned to edwards lifesciences for evaluation.  A review of imagery of patient¿s anatomy revealed calcification around leaflets and in the aortic arch. Due to unavailability of device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be confirmed. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed, imagery of patient¿s anatomy was reviewed and the presence of calcification was observed on the native leaflets, ascending aorta and aortic arch. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon burst in a calcified annulus and subsequent withdrawal difficulty and distal tip separation. The technical summary provides a rational as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subjected to increased risk of burst in a calcified annulus. The technical summary also outlines the extensive manufacturing mitigations (which are currently still in place) to prevent this type of malfunction (100% visual and dimensional inspections, 100% leak testing, and balloon burst testing on a sampling basis during pv testing that occurs with every manufactured lot) per report, the patient had a moderate degree of calcification around the annulus and leaflets. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressure well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanism such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, as the balloon was ruptured, the altered balloon profile can be more susceptible to catch on the distal end of the sheath tip which would have led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then could have led to the reported separation of the distal tip, nose tip/balloon component. Per report, the separation of the nose tip did not occur until the delivery system was forcefully pulled halfway through the sheath. As such, the reported events discussed in this complaint are related to the details outlined in the technical summary. In this case, the balloon burst aided in the withdrawal difficulty and separation of the balloon. Available information suggests that patient factors (aortic root calcification) and/or procedural factors (removing a delivery system with burst balloon through sheath with excessive force and device manipulation) likely contributed to the reported events.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.